Manufacturer narrative:
The product has not yet been returned to manufacturer for evaluation, and a thorough investigation could not be completed at this time as no lot number has been identified/confirmed in this case. Manufacturer will file a follow-up report once new or additional information becomes available. Device not yet returned.

Event description:
It was reported to k2m, inc. On (B)(6) 2015 that a revision surgery took place in which a fractured screw was removed. The patient reportedly had a fractured screw approximately 13-24 months post-op. Revision surgery took place (B)(6) /2015.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. Independent laboratory testing determined that the screw likely fractured due to uniaxial bending fatigue (a low stress, high cycle failure). The metallurgical failure analysis concluded that the screw was within specification. A review of the complaint code trends did not reveal any contributing information as to the cause of this event.